Manufacturer narrative:
Per tandem's t:slim g4 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg value not provided). The customer's physician thought the customer was misusing the pump. Tandem technical support reviewed the pump data and found that the customer had inadvertently entered the carbohydrate value into the bg section of the pump bolus menu.